Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), the patient underwent a transcatheter pulmonary valve replacement (tpvr) procedure with a 23mm sapien valve within a non-edwards pre-stent, cp-stent conduit, in the pulmonic position. Approximately 3 years and 3 months later, stenosis of the valve was discovered. The stenosis was caused by a cp-stent rupture in which the covered part of the cp-stent created an obstruction near the valve. Although the valve was found to be working correctly, the cp-stent and valve were replaced. The patient is now in good health.

Manufacturer narrative:
In italy, the edwards sapien thv, retroflex delivery system and accessories are indicated for use in symptomatic patients with a regurgitant pulmonary valved conduit with or without stenosis. Per the instruction for use (IFU), rupture of rvot conduit and valve stenosis are potential risks associated with pulmonic valve replacement and bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. According to literature review, conventional stents are used as a ¿prestenting¿ procedure in the ¿landing zone¿ of the transcatheter pulmonary valve replacement (tpvr). The prestenting strengthens the landing zone before valve deployment. Prominent mechanical stresses on the rvot stent, such as compression between the anterior chest wall and heart, appear to increase rvot stent fracture risk. The loss of integrity of the stent decreases the radial strength and increases the risk of restenosis. The valve is not available for evaluation. However, there was no allegation or indication that the event was related to a device malfunction. In this case, the cause of the sapien valve stenosis more than 3 years after implant cannot be confirmed. However, per report it was caused by the non-edwards pre-stent damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.